Event description:
Allegedly, a total hip replacement , plaintiff continued to endure persistent, debilitating pain and decreased mobility, her left hip was remove and replace. Plaintiff's wright hip system detached, disconnected, created metallic debris causing damage to adjacent tissues and/or loosened from plaintiff's acetabulum.